Event description:
It was reported to philips that the system operational software crashed, preventing the system from starting up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and confirmed that the system failed to boot normally and displayed a blue screen. The blue screen error indicated disk-related error. To resolve the problem, the fse replaced the host pc's hard disk and reinstalled the necessary software. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.